Manufacturer narrative:
As no further information regarding this event is expected, our investigation is complete. This report will be updated should additional information be provided.

Event description:
It was reported that there was an inquiry into the battery longevity of this pacemaker. Review of the device data confirmed there have been intermittent increases in power consumption that are a result of high rate atrial sensing associated with atrial tachycardia events. The pacemaker is operating normally and remains in service. No adverse patient effects were reported.